Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with right ventricular lead noise. No intervention was performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A partial lead was returned for analysis with the distal tip measuring 50.0 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
New information revealed that crosstalk was discovered. The lead was explanted. The patient is recovering.